Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltabe testing was performed the test failed. A review of the shared data log found a pairing failure; however it did not observe any abnormal transmitter behavior. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the the transmitter had abnormal behavior. No additional patient or event information is available.